Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (B)(4). This MDR is being submitted as part of that remediation. Device(s) available for analysis. Engineering evaluation completed by nf 2019.08.06. Design-related issues: the design of the alteon liner trial has been in the field since 2019. Exactech is aware of 3 complaint reports involving broken acetabular liner trials since 2008. Sales data for acetabular liner trials was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot of 10 units, which has been in the field since 2019. Both incidences reported that the liner trials had been impacted, which is not included in the operative technique (711-84-00) for this device. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿ and the risk is captured in the rmr. The fractured liner trial reported in case#(B)(4) was likely the result of applying excess force to the jammed device during extraction. Alteon cup operative technique (711-84-00 rev -), the liner trial can be placed by hand into the acetabular cup without the need for impaction. Impacting the device may have resulted in the liner trial becoming jammed in the cup, requiring extra force to remove it. If the trial¿s extraction feature were to break during surgery, alternative methods can be used to remove the trial from the cup. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. A piece of the trial liner was broken off in the patient. There was no delay to surgery and rep can confirm that nothing was left in the patient. Impacting the liner trial is not included in the operative technique (711-84-00) for this device. An investigation was conducted: the fractured liner trial reported was likely the result of applying excess force to the jammed device during extraction.

Event description:
It was reported from the us that during a primary hip orthopedic surgery the surgeon experienced an issue with the liner trial. The middle portion of the g7 liner trial broke off. The mishap was noticed after trialing the components and then reconfirming with x-rays that we had the proper sizes. The surgeon went to take out the trial poly, but before he stuck the t-handle poly removal instrument in the joint, he noticed a small plastic piece had broken off the middle opening of the liner. This must have taken place during the impaction of the poly. The team has forewarned the surgeon in the past about the fact that the poly trials are not meant to be impacted, but he feels more comfortable seating them via this technique. There was no delay to surgery and rep can confirm that nothing was left in the patient. The tiny piece that broke was found and fit the missing portion on the trial liner. The patient was fine leaving the operating room and the surgeon was happy with the results. Patient information was not provided. Impacting the liner trial is not included in the operative technique (711-84-00) for this device. No additional information has been provided by the contacts related to this event following multiple attempts.

Event description:
It was reported from the us that during a primary hip orthopedic surgery the surgeon experienced an issue with the liner trial. The middle portion of the g7 liner trial broke off. The mishap was noticed after trialing the components and then reconfirming with x-rays that we had the proper sizes. The surgeon went to take out the trial poly, but before he stuck the t-handle poly removal instrument in the joint, he noticed a small plastic piece had broken off the middle opening of the liner. This must have taken place during the impaction of the poly. The team has forewarned the surgeon in the past about the fact that the poly trials are not meant to be impacted, but he feels more comfortable seating them via this technique. There was no delay to surgery and rep can confirm that nothing was left in the patient. The tiny piece that broke was found and fit the missing portion on the trial liner. The patient was fine leaving the operating room and the surgeon was happy with the results. Patient information was not provided. Impacting the liner trial is not included in the operative technique (B)(4) for this device. No additional information has been provided by the contacts related to this event following multiple attempts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (B)(4). This MDR is being submitted as part of that remediation. Device(s) available for analysis. Engineering evaluation completed by nf (B)(6) 2019. Design-related issues: the design of the alteon liner trial has been in the field since 2019. Exactech is aware of 3 complaint reports involving broken acetabular liner trials since 2008. Sales data for acetabular liner trials was used to calculate an approximate complaint occurrence rate of (B)(6). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot of 10 units, which has been in the field since 2019. Both incidences reported that the liner trials had been impacted, which is not included in the operative technique (B)(4) for this device. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿ and the risk is captured in the rmr. The fractured liner trial reported in case#(B)(4) was likely the result of applying excess force to the jammed device during extraction. Alteon cup operative technique ((B)(4) rev), the liner trial can be placed by hand into the acetabular cup without the need for impaction. Impacting the device may have resulted in the liner trial becoming jammed in the cup, requiring extra force to remove it. If the trial¿s extraction feature were to break during surgery, alternative methods can be used to remove the trial from the cup. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. A piece of the trial liner was broken off in the patient. There was no delay to surgery and rep can confirm that nothing was left in the patient. Impacting the liner trial is not included in the operative technique (B)(4) for this device. An investigation was conducted: the fractured liner trial reported was likely the result of applying excess force to the jammed device during extraction.